Event description:
It was reported that loose staples appeared to be malformed after the first firing of the long45a. After two subsequent firings, the staple line dehisced. The staples were malformed at the proximal end of the staple line. The pouch was larger than intended, so the staple line with the malformed staples were removed and another device was used to complete case. The or time was extended by 30 minutes. There was no pt consequence.